Event description:
Event description cpi received information that this ventak prx implantable cardioverter defibrillator (ICD) displayed a lack of pacing with a pacing rate lower than expected. Additional information indicates that this ICD is exhibiting end of life indicators.